Event description:
It was reported the pt presented at her post-operative f/u with the ipg site being painful and swollen. The physician drained a large amount of yellow fluid from the site. The fluid was sent for cultures to rule out a possible infection. The pt reported feeling relief post drainage. The pt was also programmed and reported effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.